Manufacturer narrative:
Correction: the correct date of awareness is december 13, 2020; not january 13, 2021 as initially reported. Per the clinic, the patient experienced a performance decrement due to migration of the electrode array (date not reported). This report is submitted on april 25, 2024.

Manufacturer narrative:
This report is submitted on february 8, 2021.

Event description:
Per the clinic, the patient experienced intermittencies and subsequent loss of connection to the internal device, however, the issue could not be resolved. The implanted device remains. It is unknown if there are plans to explant the device and reimplant the patient with a new device as of the date of this report.

Manufacturer narrative:
Device analysis indicated device failure. Device analysis report attached.

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2021. The patient was re-implanted with a new device during the same surgery. This report is submitted on 31 mar 2021.